Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that a dissection was noted in the left anterior descending artery (lad) post balloon inflation of the xience v 3.5 x 23 mm. It was unclear if the dissection was propagated by high-pressure inflation with a 2.5 balloon, or due to guide trauma. The dissection was treated with a 4.0 x 23 mm xience being implanted in the proximal lesion, no additional event or patient information is available.

Manufacturer narrative:
.